Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device check for this pacemaker, review of a stored atrial tachy response (atr) episode revealed intermittent farfield signal oversensing. It was also noted that the patient had a 28-hour atrial fibrillation (af) event that did not trigger an alert, and it was determined that the event had spanned two days (19 hours on the first day, 9 hours on the second day). Technical services (ts) also reviewed device function and the order in which episodes were stored. Programming considerations were discussed. This pacemaker remains in service. No adverse patient effects were reported.